Event description:
The dcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Patient underwent ceiol + goniotomy on (B)(6) 2023. Mild post-operative iritis was reported (B)(6) 2024. There was no medical intervention or surgical intervention required to address post-operative iritis however, prednisolone acetate drops with slower taper was prescribed. The medication was not outside of standard care. Patient prognosis and visual acuity was reported as good and best corrected visual acuity (bcva) was 20/20. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.